Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2012. The legal document alleges that the patient's ureter, vagina, and other organs not associated with the procedure were negligently injured during the da vinci hysterectomy procedure and her injuries resulted in the necessity of continued follow-up care, surgical intervention, continuing infections, and embarrassing side effects. The legal document does not provide the site name, surgeon name, da vinci system serial , or any other specific details about the patient's da vinci hysterectomy procedure. There was no specific allegation of a malfunction of a da vinci system, instrument, or accessory.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the complications experienced by the patient. Isi is unable to contact the site since the name of the site was not provided with the legal document. If additional information is received a follow up medwatch report will be submitted to the FDA. There was no evidence that there was a malfunction of the da vinci system, instruments, and or accessories; however, this complaint is being reported because the patient allegedly was injured during a da vinci surgical hysterectomy procedure.